Event description:
It was reported that the patient's implantable pulse generator (ipg) had a partial power on reset that caused a memory reset. It was further reported that the patient experienced syncope. When the ipg was interrogated, its functions were within normal limits and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. (B)(4)